Event description:
Additional information indicates, the patient's motor function has improved and is planned to receive home physical therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported, post an abbott permanent implant procedure, the patient was experiencing negative motor function in their left leg. Patient was hospitalized and received an MRI. Findings show severe stenosis at l1-2 and spinal cord contusion. Steroids were prescribed. Mild motor movement in left leg has been reported. Patient remains hospitalized. No additional intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.